Event description:
It was reported that the patient "could not see" post implant of the intraocular lens (iol). It was stated that the lens was implanted on (B)(6), 2012 and explanted on (B)(6), 2012.

Manufacturer narrative:
The explanted lens has not been returned to abbott medical optics (amo) for an evaluation to date. A review of the manufacturing records for this intraocular lens revealed that the lens showed no deviations and met all manufacturing specifications prior to release. The diopter measurement records verified that the lens size was in compliance with the labeled dioptric power. All pertinent information available to abbott medical optics has been submitted.